Event description:
It was reported that the fiber cap detached inside the bladder at 113,906 joules into the case. The procedure was completed with a second fiber, and there was no reported pt injury.

Manufacturer narrative:
(B)(4).